Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was in a very calcified vessel. The physician was attempting to deploy the 4.00x16mm taxus express2 drug eluting stent. However, the stent was damaged and would not deploy. The stent was removed from the patient. No patient complications were reported. Patient status reported as "ok".

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.